Event description:
It was reported that the patient presented in clinic with extra-cardiac stimulation. Upon interrogation, it was observed that the left ventricular lead had a high capturing threshold. The lead was explanted and replaced. The patient was stable.